Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that after one minute of starting a patient¿s hemodialysis (hd) treatment, the machine alarmed with a blood leak alarm. During inspection, the staff noticed that the dialyzer was presented an internal leak and also found that the venous head cap was broken. Upon follow-up with the clinic, it was reported that a fresenius 4008s machine was used during the treatment. Blood test strips were not used. It was confirmed the blood leak was both internal and external. The patient¿s estimated blood loss (ebl) was 400 ml. There was no injury, adverse event, or medical intervention required as a result of the reported event. The patient successfully completed treatment on a new machine with new supplies. The dialyzer is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The customer provided a photo of a dialyzer with the venous and arterial lines connected and dialysate caps attached with blood present on the exterior of the caps. Blood appears to be present within the dialyzer header caps, dialysate ports, the arterial line, and throughout the dialysate compartment and fibers. Blood is visible on the exterior of the port caps, but it is unknown if this occurred afterward as caps are not utilized during treatment. The presence of blood within the fiber bundle compartment indicates an internal leak may have occurred. The cause cannot be identified from the photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
Additional information was received clarifying the correct lot number of the product involved.